Event description:
It was reported, the patient was implanted the day prior to the call and they were experiencing pain that was ¿radiating¿ down their left posterior leg. The pain was described as ¿new.¿ the pain was ¿radiating¿ from the implantable neurostimulator (ins) pocket area. The healthcare provider did not think the ins was on. It was later reported that the patient experienced a loss of therapeutic effect. Two days prior to the report, the patient noticed that she couldn't void. The patient¿s legs were swollen, particularly the left one, and she felt pain from the implant site all the way down the left leg. The patient also experienced weakness in the left knee and a big black bruise at the ins site since implant and bruises on her body that were noticed the day of the report. There was no known accident or incident related to the complaint. It was noted that the patient was scheduled to see her physician on (B)(6) and didn¿t know if her implant was on or off and she hadn't felt stimulation since implant. It was noted that the patient was not trained adequately on using the device. The patient checked the device and stimulation was on program #2 at 1.2v.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).